Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would intermittently display a charger failed error message resulting in the failure of the system to boot up. There is no report of pt injury.